Event description:
The customer reported that the mp70 bedside waves and numerics froze (no movement), and the touch screen was not responsive. No patient was harmed during this event.

Manufacturer narrative:
The customer reported that the mp70 bedside waves and numerics froze (no movement), and the touch screen was not responsive. No patient was harmed during this event. This screen freeze failure mode may not be detected by the attending clinicians. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).